Event description:
It was also reported that the patient had a decrease in range of motion. A review of the xrays by the manufactures medical professional stated: they are 2 views of a left humerus with a distal shaft fracture that was treated with a plate and 6 screws. The distal end of an additional implant in the proximal humerus ¿ likely a humeral nail ¿ is also visible.in both x-rays the plate is broken at the fracture site. In addition, the screw most distal to the break looks like it has backed out ¿ the head of the screw is prominent to the plate and not flush as would be expected. With regards to the complaint of non-union, I do not have enough information to comment on that. Certainly from the x-rays, the plate is broken and the fracture is 100% displaced.

Event description:
It was reported that a patient had a non-union of the distal third humerus from previous surgery on an unknown date in which the implant had failed. An eight-hole synthes locking compression plate (lcp) was broken through a combi hole without a screw in it prior to the current surgeon doing the revision surgery. The surgeon stated that the patient had lived with the broken plate and non-union for over two years due to not being able to afford another surgery until now; it is unknown when the failure happened. The broken implant was removed and another plate was implanted with bone grafting. During the current surgery, there was a 30 minute time delay for the removal of broken hardware and atopic bone growth over the plate from years of callus buildup. Also, the radial nerve was compromised and had to be repaired. It was embedded under the plate and bone overgrowth. There was one cortex screw that looked loose; there was no mention of a concern with any of the other screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an additional evaluation was performed. As per received condition of device; the returned device was broken down the center of one of the central two holes and shows extraordinary wear; the fracture surfaces along both halves no longer align. The 3.5mm 8 hole locking compression plate (lcp) plate is intended for use in the small fragment locking compression plate system per the technique guide. The device was returned and reported to have broken after implantation. The fracture surfaces of the plate appear to have smoothed and worn away leading to the plates present condition. It is visible that at least one screw has backed out of the plate slightly. A humeral intramedullary nail is also present. The drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The external impact led to this confirmed complaint, however, this complaint is not a result of any design related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Pt weight: weight is an approximation. Date of event: unknown. Common device name: additional product code: hwc. Implant date: unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Review of the device history records showed that there were no potential issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the as received condition of the implant was broken into two pieces with additional marks and scratches on the surface finish. The plate was broken at the fourth hole of eight from the edge of the part. Features at the location of the break were unobtainable. All other relevant dimensional features were measured and passed per the corresponding process documentation. Repeat features were measured at the iteration most near the break location. The gage which was used for evaluating pitch depth is no longer available or used in production. The parts were evaluated with the current gage to the current inspection requirements and were found to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.